Event description:
It was reported that this external device sensed incorrectly and paced inappropriately causing a ventricular arrhythmia in a postoperative patient. The device was put aside and returned for analysis.

Manufacturer narrative:
Upon receipt, the external pacemaker was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. The visual inspection already showed that the device had severe external damage, which indicates a fall. During the functional analysis the clinical observation could not be confirmed. The device proved to be fully functional. The electrode impedance measurement and the antibradycardia therapy capability were tested. The measurement results were within the specifications. Due to the severe external damage, safe operation of the device cannot be guaranteed. A repair is therefore not possible. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.